Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Contact confirmed pump display turned on when plugged into a power source. The customer's blood glucose (bg) level was 582(mg/dl). Reportedly, the contact administered a manual injection to address customer's bg level. Tandem customer technical support assisted the contact with reloading the cartridge onto the pump and resuming insulin delivery.